Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced blood glucose of 40 mg/dl. Customer treated with glucagon kit and at the time, insulin pump was suspended. Customer's daughter stated she believed the insulin pump might not be working. Nothing further reported.